Manufacturer narrative:
The reported meter ((B)(6) ) has been returned and investigated. Performed visual inspection on the returned meter and no issues were observed. The meter turns on with button depression and insertion of retained strips. No error messages were observed. Performed control solution test using the returned meter and retain strips. The meter advanced to the apply sample screen and the control solution test was satisfactory. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that after applying the sample to the adc blood glucose meter, the test would not start and an error appeared. As a result, the customer was unable to obtain senor readings and experienced symptoms described as ¿popping ears¿, sweating, tremor, tachycardia, loss of consciousness, and seizure. The customer was unable to self-treatment and received treatment from both non-hcp and a healthcare professional who administered glucagon injection, glucose 10% (IV), paracetamol 1 gram (IV), food, and oral juice as a treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number or strip lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs neo meter was reviewed and the DHR showed the neo meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that after applying the sample to the adc blood glucose meter, the test would not start and an error appeared. As a result, the customer was unable to obtain senor readings and experienced symptoms described as ¿popping ears¿, sweating, tremor, tachycardia, loss of consciousness, and seizure. The customer was unable to self-treatment and received treatment from both non-hcp and a healthcare professional who administered glucagon injection, glucose 10% (IV), paracetamol 1 gram (IV), food, and oral juice as a treatment. There was no report of death or permanent injury associated with this event.